Event description:
It was reported via clinical affairs that an (B)(6) patient received an edwards aortic bioprosthetic valve on (B)(6) 2012, then underwent an echo on (B)(6) 2012 which revealed moderate to severe paravalvular aortic insufficiency. Also noted," since then patient had multiple hospitalizations with chf." Event details indicate the patient underwent placement of 3 amplatzer plug devices for the closure of pv leak. Records indicate, " this is an (B)(6) gentleman who had coronary artery bypass grafting in the year 2000, developed severe aortic valve stenosis, was accepted to the partner 2a trial of the transcatheter aortic valve and was randomized to surgical aortic valve replacement. He underwent a surgical aortic valve replacement in (B)(6) 2012. He had history of gi bleed, gastric ulcer. He presented few days ago with fever and chills, and the blood cultures positive for (B)(6). Tee documented an aortic root abscess and prosthetic valve endocarditis. He therefore will undergo replacement of his infected bioprosthetic valve." Operative findings indicate, " the patient had an aortic abscess underneath the right coronary cusp of the prosthetic valve. This was about 2 cm in diameter. He also had evidence of an abscess at the commissure of the non coronary and left coronary cusp. After the valve was debrided, all the pus was removed. Cultures were sent. Tissue appeared suitable for placement of another valve."

Manufacturer narrative:
Review of provided medical records indicate endocarditis as the primary cause of the reported perivalvular leak. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. As noted, this patient had history of infection. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event. No CAPA is applicable; however, we will continue to discuss these events at the weekly compliance meeting to address the reporting decision. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.